Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cadd-solis pump was used in a hospital when a patient¿s initial ineffective epidural was replaced. About 30 minutes later, the patient developed a high c4 block requiring medical intervention. The pump clock was noted to be ~30 minutes ahead, and after being stopped (2:41 am) and restarted (4:36 am), it delivered the next scheduled pib (programmed intermittent bolus) dose. There was unknown patient harm reported.